Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Patient was under 2 years old, which is off-label usage of the device. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.